Event description:
Risk was notified that the patient was having an acb and when the surgeon was cannulating the heart for the venous canula placement he noticed a small plastic piece broken off of the cannula. The cannula was replaced with a new cannula. Unsure when the piece was broken. The surgeon looked for the piece and unable to locate it. Discharged home on (B)(6) 2018.